Manufacturer narrative:
According to the facility, a resident was in need of emergency suction. During the event, a total of three canisters were reportedly obtained and all three did not provide suction. The resident was sent to the ER and admitted to the hospital. The facility stated the resident passed away but that the cause of death was not because of the canisters. The facility stated the resident was sick already and that "he would have been more comfortable with the suctioning but we were unable to and had to call the squad because of the suctioning was not working and he was unable to take breathes because the airway needed suctioned". A definitive cause of death has not been provided to the manufacturer.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.patient weight was not given. But 0kg was entered since the portal is not accepting the submission with the weight field blank.

Event description:
According to the facility, a resident was in need of emergency suction. During the event, a total of three canisters were reportedly obtained and all three did not provide suction. The resident was sent to the ER and admitted to the hospital. The facility stated the resident passed away but that the cause of death was not because of the canisters.